Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport attached to a groshong catheter was received for evaluation. Gross visual, microscopic visual, tactile and functional testing were performed. Multiple splits were noted on the proximal end of the attached catheter. A complete circumferential break was noted on the distal end of the attached catheter that was elliptical in shape. The distal catheter segment was not returned. The edges of the complete circumferential break on the distal end of the attached catheter were noted to be uneven. The surface was noted to be round and smooth in one region and slightly granular in the other region. Therefore, the investigation is confirmed for the reported fracture, material separation and identified naturally worn and deformation issues. However the investigation is inconclusive for the reported migration issue as further evidence of clinical conditions at the time of use would be necessary to confirm the event. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year and three months post a port placement, the catheter was allegedly found to be teared. It was further reported that the broken catheter allegedly went all the way to the patient's atrium and was retrieved with a snare. The current status of the patient is unknown.

Event description:
It was reported that approximately one year and three months post a port placement, the catheter was allegedly teared. It was further reported that the broken catheter allegedly went all the way to the atrium and was retrieved with a snare. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.